Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. D6b. If explanted, give date: not applicable as lens remains implanted. Section e1: initial reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens appeared to have a slight divot at the edge during implantation. Reportedly surgeon decided to implant the lens as surgeon did not expect this to have any adverse outcome for the patient. Lens remains implanted with no reported issue to the patient. No further information was provided.